Event description:
It was reported that during a procedure, the twinfix ultra anchor tip broke when it was inserted, it broke at the time of rotation. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, two (2) twinfix ultra anchors tip broke when they were inserted and they broke at the time of rotation. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
B5 was corrected.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. The insertion devices were returned with the distal tip of the shaft flared out and deformed. The anchors and suture strings were returned off the insertion devices. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the insertor shaft assembly found that the weld must withstand at least 20 in-lbs and must be inspected for deformities, cracks, and gaps. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.